Manufacturer narrative:
The device history records for the hdf-3500 device and pedi-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 30th october 2017. Upon receipt, the -ve terminal pogo pin felt notably less firm than the other pins and could be pushed into its housing with less physical resistance. Disassembly of the pogo pin revealed that its spring had failed. The failed pogo pin spring had resulted in an intermittent connection from the device to the pedi-pak. This had caused voltage fluctuations throughout the device memory and the device to initially fail a self-test due to low battery on (B)(6) 2019. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status indicator, as per the reported fault. The fault could not be replicated with a new -ve terminal pogo pin. This would confirm a failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. The device red status indicator flashed and when the device was switched on a low battery prompt was heard. When switched off the green status indicator returned.